Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/14/2020. H.6. Investigation: one used sample and two top webs were received by our quality team for evaluation. The used sample was subjected to visual inspection. It was observed that the needle safety mechanism was not fully activated and the needle is exposed and not contained within the needle cap. The needle was also pierced through the catheter and a v-shaped cut was observed on the pierced edge of the catheter tubing. The used samples were subjected to safety mechanism manual activation and no abnormalities were observed after manual activation, the needle was able to be contained within the safety mechanism. The team was unable to confirm the customer experience of safety shield activation failure from the returned samples, but was able to confirm the needle through catheter non-conformance. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The root cause of the safety shield activation failure could not be determined as the failure could not be verified. For the needle through catheter non conformance, the manufacturing process was reviewed. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned photo, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced safety mechanism failure and broken/damaged catheter adapter/hubs. Product defects were noted during use. The following information was provided by the initial reporter: the catheter was eliminated at home. On the other hand we have another which presents the same problem and which is also contaminated with blood. Additional information: the defect code has been changed according to the previous complaint pr#1737686 ( who confirmed as writing on the top that the same incident happened to her service ) - after reminding the customer wasn't able to give more details about the circumstances but the pickup of the sample was organized.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced safety mechanism failure and broken/damaged catheter adapter/hubs. Product defects were noted during use. The following information was provided by the initial reporter: the catheter was eliminated at home. On the other hand we have another which presents the same problem and which is also contaminated with blood. Additional information: the defect code has been changed according to the previous complaint pr#(B)(4) ( who confirmed as writing on the top that the same incident happened to her service ) - after reminding the customer wasn't able to give more details about the circumstances but the pickup of the sample was organized.